Event description:
Dr was performing a hysteroscopy to resect fibroids, when the loop on the 27050g cutting electrode broke off in pt and lodged in fibroid tissue which, according to contact, was very, very large. Dr immediately retreived loop. Once loop was retreived, dr completed procedure. There was no adverse effect to pt; pt condition post-op was stable.